Event description:
Dealer states left motor is pulling to the left and it will just lock up when driving along.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.